Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope video image goes black when articulating. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, olympus confirmed result of the reported event in fact, the insertion tube was found to be broken in bending tube due to damage of insertion tube. The ccd (charged couple device)-cable slides in the bending tube at angulation. Breakage of the cable may cause electrical contact failure at angulation. The failure may cause no image. However, a definitive root cause could not be determined. IFU states detection methods of the suggested event in the following chapter. Operation manual chapter 3 preparation and inspection thus, it is the responsibility of the user to inspect the instrument prior to every procedure. Olympus will continue to monitor field performance for this device.